Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change to black/black. Hemostasis was achieved through manual compression post-use of the exoseal. There was no reported patient injury. The product was properly stored and opened in a sterile field. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device or package damage prior to use. There was no difficulty connecting the unknown cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling was locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician had their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the wire came out with the assembly. An unknown cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown cordis vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A retrograde approach was used. Additional information was requested but not provided. One non-sterile vascular closure device - 6f was received for analysis. Upon visual inspection, the unit was already inserted into a cordis catheter sheath introducer (csi). The deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which had dry blood residues. The indicator wire was deployed, and the loop was in good condition. The indicator window was in the white/black position, and the cowling guard was locked. No anomalies were observed during the analysis. During review of the device, it was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. Functional testing could not be performed since the unit was clogged with blood residues. Attempts to clean the device using hydrogen peroxide and an ultrasonic bath were made but were unsuccessful. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found in the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned through the three stages. Microscopic analysis was not needed since the internal mechanism was reviewed during functional analysis. The reported event of ¿indicator window-no change to indicator¿ was not confirmed through analysis of the returned device as it passed functional analysis by achieving all three stages of the indicator window and there were no anomalies noted to the internal mechanisms. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, handling factors likely contributed to the reported no change to indicator reported as it was stated that the physician had their thumb placed on the plug deployment button during retraction, which can impede the changing of the indicator window. Also, despite not being able to fully perform the functional test due to the received condition with the dried blood that could not be cleaned out in order to move the mechanism appropriately, the testing of the indicator window within the handle was able to achieve all three stages of the indicator window during functional analysis. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change to black/black. Hemostasis was achieved through manual compression post-use of exoseal. There was no reported patient injury. The product was properly stored and opened in a sterile field. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device or package damage prior to use. There was no difficulty connecting the unknown cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling was locked against the handle assembly with an audible click. There was pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician had their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the wire came out with the assembly. An unknown cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown cordis vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A retrograde approach was used. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.